Event description:
It was reported that the patient was reprogrammed the day prior to the report. On the way home from the appointment, the stimulation was ¿kind of high¿ and the patient turned it down. Five minutes later, the stimulation increased again. The patient contacted a manufacturing representative to schedule another reprogramming session. Interventions and patient outcome were not provided. Follow up information was requested, but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).